Event description:
The customer reported a power shutdown on the busbar of the glp track end that affected the 5-volt supply. The customer stated 2 of the 5 volts were affected. The customer observed smoke coming from the 5-volt supply. There was no impact to patient management or user safety reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, glp track end, list number 06q42-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a power shutdown on the busbar of the glp track end that affected the 5-volt supply. The customer stated 2 of the 5 volts were affected. The customer observed smoke coming from the 5-volt supply. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. The aas team requested return of the affected parts but were unable to have them shipped for further investigation. However, photos were provided to show additional details of the incident. Investigation showed that visible smoke and odor only appeared at the 5v power supply, and the busbar inner cable did show signs of overheating and deformations, resulting in a loss of connection for the power distribution. Based on the photos, it was identified that a bent cable in the connection area may have contributed or caused a short circuit or an isolation error to the grounding. The issue was resolved by part replacement. A review of the complaint tracking and trending did not identify any trends related to the current issue for glp track supply 5v. This is the sole complaint for this issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp track end, serial (B)(6), or glp track supply 5v was identified.